Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The patient side manipulator (psm) was analyzed and found to have no issue. Failure analysis investigations could not reproduce the reported failure (error 23020). However, the error could be confirmed as having occurred via the field error logs. The psm was installed onto a system and powered up. The sine cycle and test drive were performed without any issues. The unit also passed all tests that were performed via matlab. There was no trouble found with this psm. The complaint regarding error 23020 occurred was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that error 23020 occurred on patient side manipulator (psm) 1. The customer also reported that the same error had occurred several times during another procedure and was resolved after pressing the recover selection. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error 23020 occurred on patient side manipulator (psm) 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the error; however, the fse reviewed the system log and identified many 23020 errors pointing to an issue with the link 3 port clutch on psm 1. The fse replaced the psm to resolve the 23020 error. The system was tested and verified as ready for use. Isi has received the psm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.